Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the audio bolus button cover was detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. The reporter stated that the audio bolus button cover was missing from the pump and the button was unresponsive. The reporter denied trauma to the pump or being exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.